Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had the stopper creep out or loose closure and tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred 5 times. The following information was provided by the initial reporter: it was noticed during use the customer found "lip out during analytical phase."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for lipout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had the stopper creep out or loose closure and tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred 5 times. The following information was provided by the initial reporter: it was noticed during use the customer found "lipout during analytical phase."